Event description:
It was reported that the atrial lead fractured and had unstable thresholds, no capture and undefined impedance. The patient experienced pacemaker syndrome due to loss of atrio-ventricular synchrony. A lead extraction was attempted but the lead broke due to the tension applied. The partial lead was left in the patient. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.